Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. This impaired the ability to charge and led to a shutdown, resulting in the customer's blood glucose level exceeding 500 mg/dl, though the specific value was not known. Despite the high blood glucose level, no injury resulted, and no ketones were present. The customer did not require third-party assistance and administered a correction bolus via the pump which successfully resolved the blood glucose. The customer did not disclose an alternative method of insulin therapy.